Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of salpingitis ("chronic salpingitis") and pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced salpingitis (seriousness criterion intervention required), pelvic pain (seriousness criterion medically important) and perineal pain ("perineal pain"). The patient was treated with surgery (essure removal). The reporter considered pelvic pain, perineal pain and salpingitis to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of salpingitis ("chronic salpingitis") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. An unknown time later she experienced salpingitis (seriousness criterion intervention required), pelvic pain ("pelvic pain") and perineal pain ("perineal pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2022. The reporter considered pelvic pain, perineal pain and salpingitis to be related to essure administration. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Chronic salpingitis [chronic salpingitis] pelvic pain [pelvic pain female] perineal pain [perineal pain] adenomyosis [adenomyosis]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("chronic salpingitis") and pelvic pain ("pelvic pain") in a 42-year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 3 and multi gravida. On (B)(6) 2008, the patient had essure inserted. On unknown date she experienced salpingitis (seriousness criterion intervention required), pelvic pain (seriousness criterion medically important), perineal pain ("perineal pain") and adenomyosis ("adenomyosis"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (essure removal, salpingo-oophorectomy. Hysterectomy with bilateral salpingooophorectomies). The reporter considered adenomyosis, pelvic pain, perineal pain and salpingitis to be related to essure administration. The reporter commented: the endometrial lining shows benign mildly coiled elongated proliferative phase glands, with focal evidence for superficial adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: the specimen, "uterus, bilateral fallopian tubes, bilateral ovaries", and consists of a 153.4 g, 8.8 x 6.4 x 4.9 cm uterus with bilaterally attached fallopian tubes and ovaries. The right fallopian tube is 5.8 x 0.7 cm, anpink, smooth and fimbriate and contains an essure device. The right ovary is 4.6 x 2.8 x 1.7 cm, tan pink, and fluctuant. Sectioning through the right ovary reveals an unremarkable, variegated and multicystic cut surface. The left fallopian tube and ovary are 9.3 g. The left fallopian tube is 6.8 x 0.7 cm tan-pink, smooth, and fimbriated with three paratubal cysts ranging from 0.4-0.8 cm in greatest dimension. The tube contains an essure device. The left ovary is 3.9 x 1.8 x 1.8 cm, tan-pink, and cerebriform. Sectioning through the left ovary reveals an unremarkable variegated, multicystic cut surface. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-jan-2025: medical record received: primary reporter updated from consumer to lawyer. Patient age added. New reporters added. Non-drug treatment added. New event added: adenomyosis. Medical history added. Lab data added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.